Event description:
On (B)(6) 2012, the patient claimed he developed elevated blood glucose of 575 mg/dl after a cartridge changed and possible prime issue. Reportedly the patient took bolus insulin for his lunch while his blood glucose was within the usual target range. 45 minutes later, he had trace ketones and the alleged elevated blood glucose. Correction bolus insulin again was administered at the time of concern; however, his blood glucose remained above 500 an hour later. Troubleshooting revealed the patient did not prime after the rewind and load step at the time of concern. The issue was resolved with training. This complaint is being reported due to priming issue and because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The "pump not primed" warnings observed in the black box history revealed that the force readings did not reach zero. The force sensor was found to be within calibration. The pump was opened and there was no damage was found to the force sensor circuit. The rewind, load and prime steps were successfully performed on the pump with no alarms noted. A loss of prime test was performed and the pump was found to emit the appropriate alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No loss of prime occurred during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.